Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed and the reported allegation of ipg no longer charging was not confirmed. The ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users dont follow the instructions for use (IFU). The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging. This resulted in the ipg having difficulty fully charging.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware.